Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, ectatic, 90% restenosis, in the mid left descending artery. The rx tenku was advanced; however, during second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. First inflation was at 12 atmospheres for 30 seconds. There was no resistance felt during advancement or retraction of the device. No further dilatation was performed as the vessel was satisfactorily dilated. There were no adverse patient effects. There was no reported clinically significant delay in the entire procedure. No additional information was provided.